Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had experienced the ipg moving around within the ipg pocket. The patient stated the ipg was flipping, but not completely over. The patient reported she had not lost communication nor stimulation. Follow up identified the physician repositioned the ipg on (B)(6) 2013. It was reported there had been no further issues.